Event description:
It was reported that during service inspection at the manufacturing facility, the u2 drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that during service inspection at the manufacturing facility, the u2 drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device displaying a bias current message was confirmed. A bias current message is displayed by the console due to either an open motor circuit or a short in the motor circuit that causes a voltage change which is sensed by the console. This will cause the console to turn off the drill. In the case that the user manually overrides the error, there is the potential for run on to occur. Motor damage is the probable cause for the bias current message in this case.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.